Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter and one handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. During functional evaluation, both the adapter and handle tested satisfactorily. A review of the device memory found error codes. To investigate these error codes, the unit was disassembled, and tested for electrical continuity. Further evaluation revealed an open trace on the bldc (brushless direct current) board through continuity testing. The observed failure was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. A product enhancement has been implemented to prevent this condition from re-occurring. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: the handle showed on the control led (light emitting diode) that it should be tested. The green led blinks and the status led lights are permanent blue. Further use of the system is not possible. On the status led, you cannot recognize if the end of use is reached. Not used on patient.